Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end user put her chair on the charger the night prior and when she woke up she smelled a burning smell. Dealer stated the end user saw a little smoke coming from the charger.